Event description:
It was reported by service report that all functions through the head wall failed. The nurse call cable appeared to have been run over many times and caused it to fray. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.